Event description:
During product evaluation, the pump's main batteries were identified as having two discharges below the alarm threshold. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of the pump's main batteries identified as having two discharges below the alarm threshold was confirmed during product evaluation. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.